Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 300 units of insulin. Upon reloading the cartridge, the customer did not observe drops exit from the tubing during the fill tubing sequence. Reportedly, during troubleshooting, the customer removed and reconnected the tubing; however, ended the call with tandem technical support. The customer's blood glucose level was 226 mg/dl.